Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable prolactin result for one patient sample. The initial result was 6 mg/l and was reported outside the laboratory. The sample was repeated on (B)(6) 2015 and the result was 162 mg/l. The reported result was corrected. The repeat testing was done because the initial result did not match the previous history of the patient and did not match the macroprolactin result for the patient. The repeat result did match the macroprolactin result and therefore was believed to be correct. To the knowledge of the laboratory, no actions were taken with the initial result before it was corrected. There was no adverse event reported. The reagent lot number was 179349. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The sample was examined and remnants of cells or clot were found in the bottom of the sample tube which could have caused an error in the pipetting of the sample. An issue with pre-analytics was likely the root cause for the discrepant result. There was no indication of a problem with the assay or analyzer.